Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2018. During the implantation, satisfactory lead measurements were measured on both channels and normal as-vp rhythm was confirmed. However, when the device was interrogated for post-implant pacemaker check, the atrial lead impedance was measured 3 times above 3000 ohms. The ventricular lead measurements showed no abnormalities. X-ray showed no visual dislodgement or connection failure of the atrial lead. While atrial sensing failure was confirmed, a successful atrial capture was observed at 2.5 v. A re-intervention was performed during which: - a lead pull test confirmed a secure connection between the atrial lead and the atrial port of the kora 250 dr. - the atrial lead was tested by a pacing system analyzer. The atrial threshold, the p-wave amplitude, and the atrial lead impedance were all satisfactory. - the atrial lead was reconnected to the device and the pacemaker was interrogated by the programmer. This time, there were no abnormalities in the lead measurements in both channels. The device was explanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2018. During the implantation, satisfactory lead measurements were measured on both channels and normal as-vp rhythm was confirmed. However, when the device was interrogated for post-implant pacemaker check, the atrial lead impedance was measured 3 times above 3000 ohms. The ventricular lead measurements showed no abnormalities. X-ray showed no visual dislodgement or connection failure of the atrial lead. While atrial sensing failure was confirmed, a successful atrial capture was observed at 2.5 v. A re-intervention was performed during which: a lead pull test confirmed a secure connection between the atrial lead and the atrial port of the kora 250 dr. The atrial lead was tested by a pacing system analyzer. The atrial threshold, the p-wave amplitude, and the atrial lead impedance were all satisfactory. The atrial lead was reconnected to the device and the pacemaker was interrogated by the programmer. This time, there were no abnormalities in the lead measurements in both channels. The device was explanted.